Manufacturer narrative:
Per roche medical and scientific affairs, the likely explanation for the discrepancies observed include: donor 1. Results generated for this can be due to a true positive antibody with absence of rna due to resolution of infection. Hcv infection can spontaneously resolve or can be resolved by treatment. In this case, antibodies remained positive but nat is negative. Spontaneous resolution of infection is more common than false negative nat. Donor 2. These results are not uncommon and based on the available information could be likely true positive hbsag due to circulating vaccine-derived surface antigen. Although it cannot be confirmed, it was communicated that it is likely that the donor has received the hbv vaccination within a month of donating as the donor is a medical personnel. Blood was not released and no patient/donor harm is being alleged. An investigation into the complaint cobas taqscreen mpx test, v2.0 kit lot indicated that no issues were observed during qc kit release testing and there were no related non-conformances. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas taqscreen mpx test, v2.0, ce-ivd is (B)(4). The corresponding us kit material number is 05969484190. (B)(4).

Event description:
A customer in (B)(6) reported 2 false non reactive cobas taqscreen mpx test, v2.0 results compared to the positive serology results. Donor 1 was non reactive with the cobas taqscreen mpx test, v2.0 but (B)(6) in serology test. Donor 2 was non reactive with the cobas taqscreen mpx test, v2.0 but (B)(6) surface antigen (B)(6) in serology. The results were not released and the blood units were removed and placed in quarantine.